Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a retractor band issue. A field service associate replaced the retractor band and removed the broken cubie to resolve the issue. The system functioned as intended after the field service associate troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer was not detected on the communication bus. The customer reported that drawer and medications were completely inaccessible to the user and there was no delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.